Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated twice at 6atm accordingly. However, at second inflation, it was noted that the balloon ruptured at 2atm within 5 seconds. The device was removed from the patient's body using the usual method without problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.